Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer has been in the hospital for a couple of weeks. Customer's daughter stated the device did not have a battery and wanted to make sure it was programmed correctly. Customer's daughter was advised if the screen was off the device would not deliver any insulin. Customer's daughter stated after inserting the battery the display was still blank. Troubleshooting was not performed as she didn't have the device at the time of the call. No further information reported.